Event description:
The pt reported uncomfortable stimulation. Lead migration was confirmed. The surgeon decided to replace the pt's system. The pt was implanted with a new boston scientific spinal cord stimulator system.